Event description:
Patient reported loss of stimulation. Diagnostics showed high impedances. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-04530 additional information indicates the patient underwent surgery on (B)(6) 2022. During which it was concluded the lead did not have high impedances. In turn, only the extension was explanted and replaced to address the issue. Nothing was done to the lead during the procedure and it was determined that it had not malfunctioned.